Event description:
It was reported that a helium loss 2 and 3 occurred while on patient. As a result, the intra-aortic balloon pump (iabp) was swapped out. The problem was confirmed by bio-med. The pcs was replaced by field service agent (fsa). There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "helium loss alarm" is not confirmed. The returned pcs assembly passed visual and functional test specifications during complaint investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a helium loss 2 and 3 occurred while on patient. As a result, the intra-aortic balloon pump (iabp) was swapped out. The problem was confirmed by bio-med. The pcs was replaced by field service agent (fsa). There was no report of patient complications, serious injury or death.